Event description:
It was reported the lead was replaced as the helix would not properly deploy during repositioning. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed); the analyst noted that the distal conductor within the connector is expanded from overrotations to extend the helix and contracted (collapsed) from overrotations to retract the helix. It cannot be determined at this time which broke the conductor. During the revision, the distal conductor had blood enter from the is-1 pin, and this may have contributed to the inability of torque to transfer when the pin was rotated; full lead returned and analyzed.

Event description:
It was reported the lead was replaced as the helix would not properly deploy during repositioning. No patient complications were reported as a result of this event.